Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating and deflating properly, and the device had fluid loss. The device remains implanted and a revision surgery is planned. No further patient complications were reported.